Manufacturer narrative:
(B)(4). Eval: results: (cva/stroke).

Event description:
Pt rec'd an endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox rca, one endeavor sprint rx stent in the mid rca, one endeavor sprint rx stent in the dist rca and one endeavor sprint rx stent in the mid lad during index procedure with no issue reported; however, it was reported that, approx 2 yrs post implant of the relevant stents, the pt suffered with stroke. Hospitalization was required and medical treatment was administered. It was reported that the pt remained permanently impaired. No other clinical sequelae were reported. Investigator reported no relation between the reported event and the relevant stents or procedure. Reference MFR report numbers 9612164-2011-00091, 9612164-2011-00092, 9612164-2011-00093.